Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that increased rv capture threshold and noise were observed. No patient symptoms were reported. Patient condition is fine. The patient will continue to be monitored.